Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: d10 ¿ product received on 02apr2019. Investigation - evaluation. A review of the instructions for use, quality control, specification, review of trends, as well as a visual inspection of the returned device was conducted during the investigation. One device was returned for evaluation. A visual examination of the returned device noted a split in the catheter material 5mm from the hub. Additionally, a document-based investigation evaluation was performed. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality control documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A review of the device history record could not be completed, as the lot information remains unknown. The instructions for use (IFU) provided with the device indicate that operators of the turbo-jet standard power injectable PICC lines are to "attach a 10 ml (or larger) syringe filled with sterile normal saline" when flushing the device. Failure to follow this recommendation can lead to a failure of the device. It was reported that the user deployed a 5 ml syringe operation of the device. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that the user¿s failure to operate the device according to the instructions for use contributed to this event. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 4f single lumen turbo-ject standard power injectable PICC line was implanted in a one year old patient. After successful deployment of the device the patient was sent home on the same day. The patient's mother was trained by department nurses at the hospital to properly maintain the device. The patient was given antibiotics twice, and the device was flushed with salt water and closed with heparin without force or pressure. However, the lay user used a 5ml syringe during the course of the device operation. On (B)(6) 2019, the following day, a hole on the line just below the suture wing was detected and the patient was returned to hospital. The complaint device was successfully removed and replaced with a similar device. The instructions for use provided with the device indicate that operators of the turbo-ject standard power injectable PICC lines are to "attach a 10 ml (or larger) syringe filled with sterile normal saline" when flushing the device. Failure to follow this recommendation can lead to a failure of the device. It was reported that the user deployed a 5 ml syringe operation of the device. The pediatrician has confirmed that the patient was "ok" and that there have been no further adverse events related to the incident.